Manufacturer narrative:
A specific root cause for the erroneous results could not be determined. The broken cover identified during the service visit was a possible cause as a loose cover may have allowed the sample probe to come in contact with it or at least close to it. The protective cover prevents carryover from the probe as it moves toward and from the sample disk. If the cover is not closed before testing is started, then samples may have been contaminated by other samples or reagents. Additional information was provided by the service personnel that the sample disk cover was broken by the hinge due to the operator not installing the cover properly before running the analyzer. Further investigation of the cover was not possible as no photographs of the damaged cover were available. The field application specialist instructed the account about the cover placement during installation of the analyzer and the information has been reviewed with them again. No device malfunction was verified.

Manufacturer narrative:
(B)(4).

Event description:
While running the elecsys troponin t stat assay, the customer noticed that the probe did not descend all the way into the sample and therefore no sample was actually pipetted. The customer stated there was no alarm issued, but the sample disk protective cover was not secure and was "wobbly". The customer pulled approximately 20 patient samples that had low tnt stat results from this analyzer and repeated them on the cobas 8000 e 602 module. The customer only provided data for four patient samples. Patient 1 initial result was 0.012 ng/ml and the repeat result was 0.175 ng/ml. The repeat result was reported outside the laboratory and the patient was not adversely affected. Patient 2 initial result was < 0.010 ng/ml with a data flag. This result was reported outside the laboratory and was questioned by the doctor. The repeat result was 0.151 ng/ml and a corrected report was called to the ER. The doctor expected the result to be high as patient had a history of high tnt results. There was no delay in treatment due to the low initial result. This patient was a (B)(6) male born on (B)(6). Patient 3 initial result was 0.010 ng/ml. The repeat result was 0.138 ng/ml. The repeat result was believed to be correct and was called to the doctor on the morning of (B)(6)2017. The patient had an abnormal EKG but since mi was ruled out based on the low tnt result, the patient requested to be discharged. The customer stated the patient had a dnr/dni status and thus no further treatment would have been given to the patient regardless of the result reported. Therefore, the erroneous result did not negatively impact the patient. This patient was a (B)(6) female born on (B)(6). Patient 4 initial result was <0.010 ng/ml with a data flag and the repeat result was 0.045 ng/ml. The initial result was reported outside the laboratory, but there was no adverse event. The corrected result was called to the doctor. This patient was a (B)(6) female born on (b)6). The reagent lot number was 21415800 with an expiration date of 01/31/2018. The field service representative determined the issue was possibly caused by a broken sample disk cover. He replaced the cover and the customer ran precision testing and patient comparisons. All results met the guidelines.